Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for limb detachment as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 01/2014; manufacturing date 01/2013.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that a detached limb remains in chest area. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pain in the chest area and lungs. However, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that a detached limb remains in chest area. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient experienced pain in the chest area and lungs. However, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, two years and twenty-four days of post deployment, computerized tomography-abdomen/pelvis was revealed that an inferior vena cava filter l2-3 to mid l4. There was grade 1 perforation. Around, twenty-six days later, the patient presented with abdominal pain. Around, six months, eight days later, computerized tomography-abdomen/pelvis with contrast showed grade 2 perforation. Left lateral strut (3mm). Around, four months and four days later, computerized tomography-abdomen/pelvis with contrast showed grade 3 perforation of left lateral strut abuts aorta (4mm). Around, seven months and twenty-eight days later, lumbar spine 2 or 3 views was performed. There were 3 views of the lumbar spine. This patient has a history of low back pain. There was an inferior vena cava filter anterior to the l3 and l3 vertebral bodies on the right. Around, five months and seventeen days later, computerized tomography-abdomen/pelvis with contrast showed grade 3 perforation of left lateral strut abuts aorta (5mm). Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). However, the investigation is inconclusive for filter limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.